Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and current blood glucose value was unknown. Customers blood glucose value was 111 mg/dl at 9 am. Customer was treated with insulin pump for high blood glucose value. Customer also reported that infusion set cannula was leak at site. Customer declined to troubleshoot for high blood glucose value. The insulin pump will not be returned for analysis.